Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician experienced resistance while advancing a penumbra system 3max reperfusion catheter (3maxc) into the proximal end of a penumbra system ace 68 reperfusion catheter (ace68) on the back table. As the physician retracted the 3maxc from the ace68, the 3maxc broke mid-shaft while still inside the ace68. The damage to the 3maxc occurred prior to use and, therefore, was not used in the procedure. The procedure was completed using a new 3maxc.

Manufacturer narrative:
Results: the returned device was fractured at approximately 27.0 cm and 29.0 cm from the hub. The device was ovalized at approximately 30.0 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed a fractured device. If the device is forcefully advanced against resistance, it may become damaged. Subsequently retracting a damaged catheter against resistance may cause the catheter to become fractured. The ace68 indicated in the reported complaint was not returned for evaluation; therefore, the root cause of the resistance could not be determined. Further investigation revealed an ovalization on the catheter. This ovalization was likely incidental and could have occurred during retracting the broken portion of the catheter from the ace68. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.